Event description:
Have bought the thermacare heat therapy the menstrual pain therapy and within an hour of putting it on, I instantly felt pain from it. I removed the heat patches and my skin was ripped off and lower abdomen was burnt.